Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call. The system was found to be working and put back into service.

Event description:
The customer reported that the 9800 system had poor image quality. No pt injury was reported.